Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was recently implanted with good sensing parameters. However, upon interrogation the following day, the physician observed that the shock impedance measurement was high, and out-of-range (>400 ohms). Additionally, there was a loss of sensing from the device. The patient was subsequently brought back into surgery, but then the impedance had decreased back to 80 ohms and there was appropriate sensing in all three potential sensing vectors, even with repeated manipulations. The physician elected to revise the electrode position, and reconnected it to the device to ensure an adequate connection. Manipulations were performed again, which showed no impedance changes or noisy signals. It was hypothesized that the elevated impedance measurement and sensing loss was the result of an air bubble between the device and electrode. Boston scientific technical services (ts) was contacted for review, and it was discussed that shock impedance measurements greater than 400 ohms following the implant procedure could be the result of air entrapment or marginal electrode insertion. X-ray images were also provided for assessment and ts determined that the electrode was slightly elevated over the heart mass, which could result in arrhythmia non-conversion. Ts was unable to determine the presence of air entrapment from the provided images. Ts provided recommendations for assessing the system integrity, such as provocative maneuvers and isometrics. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.